Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on b)(6) 2015. Customer's blood glucose was 687 mg/dl at the time of admission. The customer stated they were vomiting prior to being hospitalized. Customer also reported their blood glucose was rising despite treatment with insulin. Customer's current blood glucose was 349 mg/dl. Troubleshooting found the customer did not have any leaks or air bubbles present on the insulin pump. Customer's settings were also accurate. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.